Event description:
The pt experienced a shocking/jolting sensation in her pelvic area in the past few weeks. There was no accident or incident related to the event. She met with the company representative. Movement did not appear to cause stimulation changes. Impedance measurements were normal. The pt was re-directed to her physician. The physician confirmed pt symptoms of pain, shocking, and overstimulation, but it was unk if the event could be attributed to the device. A device replacement/revision was planned for the pt. No pt injuries were reported.

Manufacturer narrative:
(B) (4).